Event description:
A vaxcel mini port was being placed for therapeutic purposes. During cathetter insertion, the peel-away sheath did not separate properly and one of the wings broke off the side before it split down the middle. The physician was able to split the remainder of the sheath manually by grasping it with a hemostat.